Event description:
As reported, the tamp of a 5f mynxgrip vascular closure device (vcd) when the sheath was pulled back. The plug was visible outside of the skin. The procedure was completed using manual compression. There was no reported patient injury. The procedure as a diagnostic angiogram using a retrograde approach. The user is mynx certified. A 5f cordis avanti sheath was used. Stick location was the common femoral artery (cfa) the femoral artery¿s suitability for arterial puncture was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's body habitus was thin. The mynxgrip was deployed as per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the tamp of a 5f mynxgrip vascular closure device (vcd) did not appear when the sheath was pulled back. The plug was visible outside of the skin. The procedure was completed using manual compression. There was no reported patient injury. The procedure as a diagnostic angiogram using a retrograde approach. The user was mynx certified. A 5f cordis avanti sheath was used. Stick location was the common femoral artery (cfa). The femoral artery¿s suitability for arterial puncture was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The patient's body habitus was thin. The mynxgrip was deployed as per the instructions for use (IFU). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was not received for evaluation and the stopcock was observed opened. The advancer tube was observed in its manufactured position. In addition, an unknown procedural sheath was on the device exposed to blood, no damages were observed on it. In addition, the sealant was observed on the device, exposed to blood. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks and the measurements were noted to be within specification. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure and no damages were found to the tamp locks during microscopic examination. The reported event of ¿sealant-sealant misdeployment-complete¿ was confirmed through analysis of the returned device since the sealant was noted to be present on the catheter during visual inspection. However, the reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the device and the advancer tube was still in the shuttle. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment, or what factors may have contributed to the sealant misdeployment event since there were no other damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle and/or premature swelling of the sealant. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device and deploying on the catheter. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and a possible misdeployment of the sealant. Neither the product analysis, nor the information available for review, suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.